Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional; no error codes were displayed and no thermal issues were noted. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. The blue grip assist has to be used to get a good "grip" onto the handle of the hpblue, not allowing the hpblue to spin when the focus is torqued on. When the blue grip assist is not used, there is not a good acoustical coupling between the fcs and hp. The energy has to go through the coupling and at 55,5000 times per second, and builds up heat. Continuing to run the fcs without proper torque can damage the handpiece. The face of the handpiece (base of handpiece were stud comes out of handpiece handle) needs to be smooth. If rough, pitted, etc. The impact to the handpiece can be that it will run hot and needs to be replaced. When a customer does not use the blue grip assist, there might be just enough coupling that the system will run, but heat can be generated resulting in the heat transfer to the fcs or synergy blades and can result in damaging the handpiece. When insufficient coupling occurs, the generator will display an error code 5 (overpower impedance error), the handpiece will chatter and make noise.

Event description:
It was reported that during a thyroidectomy (with lymph nodes) procedure, after a short time the surgeon noticed that the shear was extremely hot and the power was slow. Then there was a long signal tone and instrument error. The surgeon opened a new device to finish the surgery. There were no adverse consequences for the patient.